Manufacturer narrative:
1627487-12192011-003-r this ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was inoperable. The patient reported the ipg had been inoperable for years (exact date unknown) due to losing the charging system. As a result, the ipg was replaced. Therapy was restored.